Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was high threshold and impedance on the lead. After repeated attempts, the lead had adhesion of muscle tissue and could not be rotated. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The lead was returned with blood on the helix and within the sleeve head. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).